Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted overnight due to acute low flow alarms showing 0.3 liters per minute (lpm). The pump read zero flow on echocardiographic imaging and there were concern a thrombus had moved through the pump. The patient was clinically decompensated and found to have thrombus in the groin area, so was taken to the operating room (or) for removal of the clot and a pump exchange. Log files were sent for evaluation and the event log displayed multiple strings of low flows where the low flow estimator had dropped below 2.5 lpm on (B)(6) 2025, with low flows sustained between 0.0 lpm to 0.5 lpm. Technical services (ts) stated the low flows were likely related to an occlusion or possible thrombus. The pump saw a reduction in blood volume. The event log file also displayed power ranging 2.3 watts to 4.5 watts with a flow ranging 0.0 lpm to 0.5 lpm during the 6-hour length of the log file, and that it did not appear thrombus had moved through the pump. The data reviewed did not contain attributes which would lead to suspect the presence of thrombus within the motor chamber; however, thrombus may have been present in the circulatory loop. There were no other unusual events seen within the log files. The mechanical circulatory support (mcs) equipment appeared to have operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned heartmate 3 left ventricular assist system did not reveal any device-related issues that would have contributed to the reported low flow alarm observed in the submitted log files. A specific cause for this alarm could not be conclusively determined through this evaluation. The system controller event log file contained events from 00:42:33 through 06:14:36 on (B)(6) 2025, per the timestamps. A continuous low flow hazard alarm was captured throughout the file, with estimated flow values ranging from 0.0-0.5 lpm. In the submitted system controller periodic log file, estimated flow typically ranged from 3.2-5.0 lpm from the beginning of the file through (B)(6) 2025. Data lines captured on (B)(6) 2024 consisted of a low flow hazard alarm with estimated flow values ranging from 0.0-0.5 lpm, consistent with the system controller event log file. No other notable events or alarms were captured. The pump operated at the set speed for the entire duration of the files. (B)(6) was returned assembled with the pump cable severed approximately 8.5¿ from the pump header. A distal portion of the pump cable was also returned, measuring approximately 13¿. The remainder of the pump cable and the modular cable were not returned. The sealed outflow graft and outflow graft bend relief were not returned. The cuff lock had been disengaged prior to return and the apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including device thrombosis, venous thromboembolism, and arterial non-central nervous system thromboembolism. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.